Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the time on the pump was inaccurate. The customer's blood glucose level was 293 mg/dl. Tandem technical support assisted the customer with correcting the time. Multiple attempts were made by tandem technical support to obtain further information regarding the event, however no response was received from the customer.